Event description:
It was reported that an alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services discussed that the lv trend and thresholds for the past four days prior were due to greater than programmed output. Lv thresholds measured 2.2-2.7v and output was set to 2.1v review of the presenting electrogram (egm) shows there is intermittent lv loss of capture. At this time, the lead remains in service. No adverse patient effects were reported.